Event description:
The manufacturer received information alleging a ventilator's unit keeps turning from ac power to dc power. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power cord needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's unit keeps turning from ac power to dc power. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power cord needs to be replaced to address the issue. The ventilator was not evaluated by the manufacturer, it was evaluated by a third party service center. The coding is corrected on this report.